Event description:
Spontaneous report, from us. Local reference # (B)(4), henry schein reference: (B)(4). Quality complaint reference #(B)(4). Initial information was received on (B)(6) 2021 from the dentist through the dealer henry schein and forwarded to septodont on (B)(6) 2021. Follow up 1 was received on (B)(4) 2022 from the quality department. Case narrative: the report described a canula breakage at the hub of the henry schein premium needles 30ga short, during a block procedure for the removal of a wisdom tooth on a 30 year old female patient, leading to the needle fragment remaining in the patient's mouth. It was reported that the patient was not harmed in any way or required any medical attention. No information was provided on the number of injections, if the needle was bent prior to injection or if there was an extreme pressure applied or sudden movement of the patient during the procedure. Other information on the device: needle size was 30ga short; batch #f10246aa and expiry date unknown. A quality investigation on the returned samples confirmed that no deficiency was observed. After investigation, and without any proven quality defect of the needles, a cause due to disrespect of instructions listed in the IFU was identified: the use of an inappropriate needle size to the type of procedure (too thin and too short). Cause investigation and conclusion: based on all available data, and quality investigations results no quality defect of the device was detected. In this case, the use of a short needle (30g25mm) seems to be inappropriate (too thin and too short) for inferior alveolar nerve block. This is considered as a contributive factor. Other factors could have favored the breakage such as excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of the needle in spite of an obstacle (e.g bone), but there was no sufficient information to conclude. Therefore, the final root cause to consider is an inappropriate use of the product (wrong size selection). This is the first complaint for a "cannula breakage" defect for this device batch (f10246aa) (B)(4) needles sold) and/or cannula batches (n°191 102). Furthermore, during the tests performed due to this complaint and during the assembly, no defects were observed: - no rupture during bending test. - no rupture or detachment during traction test under 22n. After investigation, without any proven quality defect of the needles, and a cause due dentist practice is proven, there is no need for the risk assessment to be reviewed following this incident. Manufacturer final comments: no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of this needle batch. The practitioner did not respond to questions from the manufacturer and did not send offending samples. He returned closed boxes for investigation. Consequently, tests performed during this investigation were done on returned needles. For all needles tested, no quality defect was identified. Practitioner did not use the recommended size of needle listed in the iuf (wrong needle size :too thin and too short for the procedure). Instructions are listed in the notice to prevent misuses with a possible impact on cannula breakage. Consequently, no corrective action is required

Manufacturer narrative:
Manufacturer final comments: no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of this needle batch. The practitioner did not respond to questions from the manufacturer and did not send offending samples. He returned closed boxes for investigation. Consequently, tests performed during this investigation were done on returned needles. For all needles tested, no quality defect was identified. Practitioner did not use the recommended size of needle listed in the iuf (wrong needle size :too thin and too short for the procedure). Instructions are listed in the notice to prevent misuses with a possible impact on cannula breakage. Consequently, no corrective action is required.

Event description:
(B)(4). Initial information was received on 09-aug-2021 from the dentist through the dealer henry schein and forwarded to (B)(4) on 10-aug-2021. The report described a canula breakage at the hub of the henry schein premium needles 30ga short, during a block procedure for the removal of a wisdom tooth on a (B)(6) female patient, leading to the needle fragment remaining in the patient's mouth. It was reported that the patient was not harmed in any way or required any medical attention. No information was provided on the number of injections, if the needle was bent prior to injection or if there was an extreme pressure applied or sudden movement of the patient during the procedure. Other information on the device: needle size was 30ga short; batch #f10246aa and expiry date unknown. Sender comment: causality assessment on 16-aug-2021, on initial information received on 09-aug-2021: seriousness: serious (required intervention to prevent permanent impairment/damage). Expectedness: embedded device: unexpected us. Needle issue: unexpected us. Causality: latency - compatible. Recognized association - no. Analysis - causes of needle breakage include bending of needle prior use, insertion up to the hub excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the details of injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Dechallenge - n/a. Rechallenge - n/a. Concluded causality who: not assessable.

Manufacturer narrative:
The manufacturer's device analysis results. Causes of needle breakage include bending of needle prior use, insertion up to the hub excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the details of injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required.